Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: corrected: d4: primary UDI number. Additional h6: component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary : the product was returned to ethicon for evaluation. The returned product determined that it was received, nine unopened samples pertain to the product code sxmp2b408. The complaint sample was not received for evaluation. Upon visual inspection of the returned samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, the functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and barbed suture was used. The first suture was opened and it snapped when pulling taut in the patients skin, the second suture opened and did not take. The barb action was not working. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: can you confirm the product code and lot number of the product that was used? The product code is sxmp2b408 and the lot number is thbakd. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.